Event description:
It was reported that the patient presented to the clinic feeling unwell. Device interrogation revealed that the right ventricular (rv) lead exhibited failure to sense and failure to capture. An x-ray was performed and revealed rv lead dislodgement. The physician elected to explant the rv lead and replace it with a new lead. The patient's condition remained stable.